Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family physica, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2024 due to knee pain. Patient got tested for metal allergies and discovered she had titanium allergy. As a consequence, surgeon removed primary implant and revised the joint implanting empowr prosthetic with no titanium componens. Surgery was completed as intended. Previous surgery date is unknown, as well as the original implant information. Patient is female, date of birth (B)(6) 1947. The event occurred in the united states.